Event description:
At 2:00 am, the pt awoke and tested blood glucose on the suspect device. The reading was 67mg/dl. Pt felt low and had symptoms of hypoglycemia. Pt then drank orange juice. Pt then called 911. The emt's arrived and tested pt's on emts device and the result was in the 40's mg/dl. Pt retested on the suspect device and obtained a blood glucose of 70mg/dl. The emt's gave pt an IV and glucose. Pt was not taken to the hospital.